Event description:
A healthcare provider report that the patient had her battery replaced because her system was not working. The battery "failed." The indication for implant was non-malignant pain.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they were no longer was seeing the patient and noted the patient was no longer at the clinic.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.